Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, when attempting to verify an instrument, the navigation system reverted to the registration stage of the software. The reported issue occurred during a functional endoscopic sinus surgery (fess). The surgeon then re-registered the patient and continued with the procedure using the navigation system. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
A video of the reported issue was evaluated by medtronic personnel. The video showed that the reported issue could be confirmed. When switching instruments, the software would switch back in the software. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.